Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies were found. Concomitant product(s): product ID: 693565, serial# (B)(4), implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that there were multiple shocks delivered to the patient. The therapies failed, resulting in syncope, and required external rescue. It was noted that the right ventricular (rv) lead exhibited low impedance when the patient was seated. A right ventricular (rv) lead was added and plugged into the superior vena cava (svc) port. The device and lead remain in use. No further patient complications have been reported as a result of this event.